Event description:
Boston scientific received information that this device was an attempted implant. When the left ventricular (lv) lead was hooked up to the device, the resulting pace impedances were greater than 2000 ohms. When tested through the pacing system analyzer (psa) the lv displayed normal pacing impedances. Another device was implanted without incident; the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.